Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The customer's blood glucose level was 214 mg/dl at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.